Event description:
It was reported the pt complained of pain at his scs lead surgical incision site. Follow-up identified the pain was caused by the strain relief loop. Surgical intervention was undertaken on (B)(6) 2013, to revise the relief loop and the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.